Event description:
The customer reported the ventilator went vent inop and alarmed and shut down while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported problem during service evaluation. The respiratory therapy manager reported the ventilator had alerted the user to an occlusion, which may have occurred due the user setting up the patient circuit incorrectly. Performance verification testing was completed on the ventilator and all tests passed per operating specifications.